Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide for one patient. The following results were provided (reference range 20-32 mmol/l): on (B)(6) 2024, sid (B)(6), initial co2 result= 49.1 mmol/l; repeat result= 27.7 mmol/l and 28.9 mmol/l there was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity c carbon dioxide for one patient. The following results were provided (reference range 20-32 mmol/l): on (B)(6) 2024, sid (B)(6), initial co2 result= 49.1 mmol/l; repeat result= 27.7 mmol/l and 28.9 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints for lot 66174uq05 did not identify an increase in complaint activity. A ticket trending review of complaint lot 66174uq05 did not identify any related trends. A device history record review did not identify any non-conformances or deviations associated with the lot 66174uq05 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot number 66174uq05 was identified.